Event description:
It was reported that high impedance was observed on the patient's device within a year of generator implant. The lead was implanted >10 years. The surgeon said the patient had some hard falls which potentially could have resulted in trauma or manipulation of the lead. X-rays were received and reviewed by the manufacturer. Based on the scope of the image, the feedthrough wires were intact but per the scope of the image, the pin cannot be seen past the second connector block. However, it should be noted that the generator is at an angle which could be concealing the tip of the pin. The lead's strain relief was not per labeling, based on the quality of the image, the lead wire appeared to be intact at the connector pin. The lead was assessed for fractures and no gross fractures or discontinuities were noted. Based on the x-rays received, the cause for the high impedance cannot be determined, but since the pin could not be visualized past the 2nd connector block it¿s possible that incomplete pin insertion is the cause. The presence of a fracture or micro-fracture in the lead cannot be ruled out. No further relevant information has been received to date. No known surgical intervention has occurred to date.